Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 600 of mg/dl. The customer did not mention any symptoms of their blood glucose levels and treated with manual injections. Customer's blood glucose value was 345 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer declined to troubleshoot for high readings. The customer reported that the insulin pump had alarmed insulin flow block seven times and that it was resolved by changing the infusion set and reservoir. The product was not returned for analysis.